Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker had premature battery depletion. The device was explanted and replaced without issue. There were no patient consequences.

Manufacturer narrative:
Analysis was completed. No device problem found.